Manufacturer narrative:
Alleged failure: per the rep: obf giving warning of overheating and immediately shutting down. [Update - unable to confirm how warm the device was becoming. The device shut off immediately. The alert happened immediately after the camera was plugged in.] The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: ccu conforms to specifications. The most probable root cause of the issue reported could be a camera head used along with the ccu at the customer's facility since this error (e-05) is related to camera head overheating.. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.